Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis; however, investigation is not complete and still ongoing. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached during deployment in an acute basilar tip aneurysm procedure. A snare device was used to successfully retrieved the coil. There was no report of injury to the patient.